Manufacturer narrative:
Concomitant medical products: product ID: w1tr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the customer questioned why the device had only 1.8 years battery longevity left. It was noted there was high thresholds on the right atrial (ra) and left ventricular (lv) leads. The clinician is going to bring the patient into the office and reduce the outputs. The device and leads remain in use. No patient complications have been reported as a result of this event.